Event description:
It was reported that a patient failed to follow therapy steps during priming of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient did not verify the patient line primed prior to connecting. This was noticed during the initial drain while the patient was connected. The patient will complete therapy using manual supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not verify that the patient line primed before connecting. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.